Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital . Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 3mm distal of the proximal balloon bond and extending approximately 31mm distally across the balloon material. The rated burst pressure for this device as per specification is 20 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both marker bands were undamaged in the correct position on the device.

Event description:
Reportable based on device analysis completed on 28jun2024. It was reported that balloon damaged occurred. The target lesion was located in the arteriovenous fistula. An 8.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, a leak was noted with the balloon. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. However, returned device analysis revealed a longitudinal tear.